Event description:
It was reported that patient had their first device implanted in 2003, and a lead was replaced in 2006 because it had broken. It was noted that replacement took place on 2006-(B)(6). It was noted that patient had been experiencing similar problems with their current device as they had with their previous device. Patient had suspected a lead had broken again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 389033, lot# j0414586v, implanted: 2004-(B)(6), product type lead product ID 389033, lot# j0414586v, product type lead product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 389033, lot# j0414586v, implanted: 2004-(B)(6), product type lead, product ID 389033, lot# j0414586v, product type lead. (B)(4).